Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a power (moisture ingress) issue; evidence of corrosion in the battery compartment. No damage to the battery cap or the battery compartment. The pump stopped working, no power at all in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: review of the black box data revealed the pump was not in operation on the date of the alleged complaint, (B)(6) 2016. The black box data records end on (B)(6) 2016. On examination, there was visible rust/corrosion inside the battery compartment. A leak test failed due to a battery compartment leak. The battery compartment was noted to be cracked at the threads above the bumper pad and on the side of the battery compartment from the case seal traveling up toward the battery compartment threads. On investigation, the pump powered on normally and was exercised for 24 hours using the returned battery cap with no intermittent power issue or rebooting of the pump. The pump was opened for investigation and revealed evidence of moisture inside the pump on the support bracket, the battery canister and the main printed circuit board. Investigation confirmed evidence of moisture ingress but did not duplicate the power complaint.